Event description:
On (B)(6) 2010, therakos received a report of a blood leak at the photoactivation chamber during the buffy coat collection into the cycle 1. The treatment was aborted and blood was returned to the pt. The pt's general condition was good.

Manufacturer narrative:
A review of the lot file for w726 was performed. This lot met all release requirements. The kit was not returned for further investigation. Therefore, the complaint cannot be verified. (B)(4).